Manufacturer narrative:
THE DEVICE WAS RETURNED TO OUR US FACILITY AS DOCUMENTED IN SECTION D9, AND WILL LATER BE FORWARDED TO THE MANUFACTURING SITE FOR INVESTIGATION. SHOULD RELEVANT ADDITIONAL INFORMATION / INVESTIGATION RESULTS BECOME AVAILABLE, A SUPPLEMENTAL MEDWATCH REPORT WILL BE SUBMITTED UNSOLICITED. THIS EVENT IS FILED UNDER INTERNAL COMPLAINT ID (B)(4).

Event description:
IT WAS REPORTED THAT THE UNIT HAD A LEAK. THE WARNING CODE APPEARED STATING THERE WAS A LEAK BUT CUSTOMER IS NOT SURE WHAT THE CODE WAS. PER CUSTOMER THE UNIT IS NEW. NO NEGATIVE IMPACT IN STATE OF HEALTH REPORTED.

Manufacturer narrative:
Per investigation findings by the manufacturing site:During the manufacturer's technical inspection, the error description provided by the customer, "Unit has a leak", could not be confirmed. No leaks were detected during the inspection. However, the most likely cause can be with the connection of the CO-gas bottle or wall connection depending on what the customer is using. The additional determined issues are independent from the reported failure from the customer. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling wasfound to contain adequate instructions and warnings. Complaint History did not reveal any pickup in similar complaints; no trend was identified.This event is filed under internal complaint ID (b)(4).